Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial channel. Reprograming options and a potential lead revision were discussed. This device remains in service. No further adverse patient effects were reported.